Event description:
Pt being transported on portable ventilator. Low battery indicator came on, ventilator was plugged into ac power source with accompanying charger. Charger failed to power ventilator, and ventilator shut off. Alternate equipment available and immediately implemented.